Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a certas plus valve was explanted 4 days after implantation due to occlusion at the distal end. There is no report of other medical issues for the patient.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; biological debris was noted in the valve mechanism. The valve was tested for programming; the valve failed the test, the cam mechanism did not move. The valve was flushed; it was found that the valve was blocked. The siphon guard was removed from the valve and tested. The siphon guard passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the flat spring of cam / ball arm assembly, on the titanium axle, on the rotating construct, on the seat of ruby ball, and on the base. A review of manufacturing records was not possible, as the lot number was not provided. The root cause for the programming problem is likely due to the biological debris found on the ruby ball, on the flat spring of cam / ball arm assembly, on the titanium axle, on the rotating construct, on the seat of ruby ball, and on the base. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.